Event description:
It was reported that the device gave an alarm when lock latch was closed. No patient involvement- issue found during testing.

Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one cadd solis pump was returned for investigation in used condition. Physical inspections showed that the dso sensor seal was peeling off. The event history log showed the following: 8/20/2020, 12:46:35 am high alarm displayed: cassette not attached properly. 8/20/2020, 12:46:37 am high alarm silenced: cassette not attached properly. The investigator attached a cassette and performed all the standard functional tests. The pump passed the tests. The customer reported product problem (pump alarms every time latch is closed) was not reproduced during testing. The investigation determined that the operator was loading the cassette incorrectly. This is what gave rise to the above alarms. User error was established as the root cause. No fault was found with the device.